Event description:
It was originally reported a generator was replaced due to prophylactic replacement. The generator was returned and underwent product analysis (pa). Within pa, it was reported that fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the printed circuit board assembly (pcba) and all measured ¿supply current¿ electrical test parameters were then within specification, however were not before the contaminates were removed. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the reported allegation of the low battery condition. The device history records were reviewed for the device and showed that he device was identified as one that was manufactured using the laser-routing process, which may have led to the premature battery depletion. The device history records were reviewed and confirmed that the device was manufactured when laser-routing was in use. The device met all specifications for release prior to distribution. No additional relevant information has been received to date.